Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a venotomy closure of an 8f and an 11f access site on the right common femoral vein using a prostyle device in each site after a pulse field ablation procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with the device in the 11f access site. With another prostyle device in the 8f access site, the device was deployed. After removal of the device, during suture management, the suture came out of the vessel. It was noted that the loop and knot were not formed on the suture [suture break during knot advancement, resulting in an unraveled knot]. A new prostyle device was used in each of the access sites to achieve hemostasis. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.